Event description:
Reporter alleged relatives finger had black spots on it due to lancets being used for blood glucose testing. It was stated customer went to the hospital as a result and reported the doctor found "metal particles in the finger". Actions taken or treatment received as a result was not provided reportedly. A request was made for the return of the suspect device and replacement product was sent.